Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013278296); product type: 0195-heart valves; implant date: n/a ; explant date: n/a select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, a loading check of the valve was performed. During said loading check, a frame node overlap extending to between the 3rd and 4th nodes was noted. With the loading check complete, the delivery catheter system (dcs) was inserted into the patient and advanced to the aortic annulus. The valve was then deployed to the point of no recapture (ponr). As the valve was deployed, the non-coronary cusp (ncc) side of the valve "pushed" and an infold was noted. An echocardiogram was then obtained which revealed that the valve appeared "crushed." Additionally, "enfase" verified the infold by identifying that the valve appeared heart shaped. The valve was then recaptured and removed from the patient's body. The attending staff then began preparing a second valve. As the second valve was being prepared, there was difficulty with properly accommodating one of the struts. This caused the strut to have the tendency to deform. Subsequently, the loading process was restarted after restoring the shape of the strut in warm saline. After taking the valve out of the warm saline, the capsule guide tube was inserted smoo thly, ensuring that it was straight and properly covered. The handle of the dcs was then rotated to advance the capsule; however, the capsule did not move in a concurrent manner. Instead, the capsule movement was delayed, followed by the capsule suddenly advancing. After the sudden advancement, there was no resistance and the handle was rotated to the end. A loading check was then completed, which revealed that a misload was present in that there was a bent strut on the outflow side of the valve. No patient complications were reported as a result of this event.